Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that during treatment, the couch moves very quickly, not at a normal speed, and shifts 1 or 2 degrees. No serious harm to the pt is reported and no pt data provided.